Event description:
It was reported "corrugated extension used to connect anesthesia circuit to endotracheal tube. During case, there was loss of etco2 and patient briefly desaturated prior to the discovery of a tear in this connector". No patient injury or harm reported. No further information provided on patient condition.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn# (B)(4). The sample was returned by the customer for investigation. A visual exam was performed and it was found that the tubing was torn. The manufacturing site reports that in the current manufacturing procedure 100% leak testing is conducted during the assembly process and a 100% visual inspection is also conducted at the packing area; thus any defective product will be detected prior to release. In IFU for this product mentions to store in a cool and dry place, protected from light and ozone. In addition, the product must not be used with flammable anesthetics. The IFU also mentions to check the system for leakages. A device history record review was performed and no relevant findings were identified. The complaint has been confirmed. A non-conformance was opened to further investigate this issue.

Event description:
It was reported "corrugated extension used to connect anesthesia circuit to endotracheal tube. During case, there was loss of etco2 and patient briefly desaturated prior to the discovery of a tear in this connector". No patient injury or harm reported. No further information provided on patient condition.